Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with an unspecified type of prismaflex set, the input pressure sensor was observed to be damaged due to "blood ingress". Treatment was discontinued and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.